Event description:
Rn reported not wearing gloves and had lotion on the hands while performing injection. Pt moved and syringe slipped from the hands. The rn had not retracted the needle and sustained a needlestick.